Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unknown product performance anomaly. This rv lead was replaced with same model and not implanted. No adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description and h6 device code. This supplemental report was created to capture additional information.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unknown product performance anomaly. This rv lead was replaced with same model and not implanted. No adverse patient effects were reported. Additional information indicates that this rv lead was attempted due to the stylet being stuck on the lead and was unable to maneuver. No adverse patient effects were reported.